Event description:
Patient had a fall due to having multiple seizures and then started to feel a sharp stabbing pain at their generator site, so they went to the ER. Provider does not believe the seizures are related to vns. The patient also reported a lead pulling sensation that she did not feel prior to the fall. The ER physician performed an x-ray and no obvious lead breaks were seen. The patient no longer feels stimulation like before and is currently being treated for vcp. The patient was then recently seen and presented with low impedance, which was seen in multiple diagnostic tests in multiple positions. The patient had another x-ray done and the physician had concerns of the lead twisting in areas. The patient has been referred for a full revision. No additional relevant information has been received to date.

Manufacturer narrative:
B5. Event description - revision occurring inadvertently not included on initial MDR. D6b. Explant date inadvertently not included on initial MDR.

Event description:
Additional information was received from provider that they believed the vocal cord paralysis was due to the vns wires getting twisted and leading to pulling on the vagus nerve. Patient underwent a full revision. Explanted product has not been received to date.

Event description:
Additional information was received that explanted product was discarded following surgery. No additional relevant information has been received to date.